Event description:
On (B)(6) 2024 primary surgery was performed. On (B)(6) 2024 revision surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. On (B)(6) 2025 second revision surgery due to an infection and the pathogen is unknown. The surgeon revised the tray, insert and femoral component to a hinge system. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 11 september 2025. Gmk-spherika 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2101211: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12. E0320fl tibial insert fixed sphere flex #3/20 mm l e-cross (k202022) lot. 2215056: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12. Ka13l femoral component spherika cemented s3+l (k211004) lot 2348288: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 2029-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.